Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing pump stoppages while attached tot eh power module patient cable, and connected to the power module. The event history confirmed that there were multiple pump stoppages and were associated with low voltage alarms. When the patient went to the clinic, his patient cable was exchanged, and there were no further issues. They will continue to monitor the patient.

Manufacturer narrative:
Lot number was not provided. This is a device labeled for reuse, and as the device may be used by multiple patients, the specific usage fo this device is unknown. The manufacturer is attempting to acquire the power module patient cable for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information - the report of pump stoppage events can be confirmed based on the evaluation of the submitted log files from the system controller in use at the time of the event; however, we are unable to conclusively determine the cause of the reported issues, since the reported 14 volt power module patient cable was not returned to the manufacturer for evaluation. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided on (B)(6) 2015 indicating that the patient has not had any further issues.